Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit well and customer had difficulty removing cartridges. There was no reported adverse impact to the customer's blood glucose level. Despite multiple attempts, tandem technical support was not able to obtain any further information.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.